Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the footswitch was damaged and suction was weak during surgery. The system was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 11, 2004. Based on qa assessment, the product met specifications at the time of release. The footswitch was examined and the reported event was confirmed. The footswitch was replaced as a preventive measure. The footswitch was not returned for evaluation. The system was then tested with the replaced footswitch and was found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the footswitch. The footswitch was manufactured on september 22, 2015. Based on qa assessment, the product met specifications at the time of release. The system functioned to specifications. Therefore, the root cause of the reported event cannot be established. The footswitch damage was able to be confirmed. However, with the information provided, the root cause of the reported event cannot be determined conclusively. (B)(4).